Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". While the patient was in the wheelchair the left side drive wheel detached from the device. The patient was not injured in the event. The wheelchair was returned to permobil for an evaluation. Inspection shown that the main hub bolt sheared off, allowing the drive wheel hub assembly to detach itself from the motor shaft. The failure was linked back to the supplier and related to an assembly error during the installation of the wheel hub to the drive motor shaft. The risk analysis shows the risk to the patient to be low. However, a CAPA has been opened for this failure by our parent company. Upon completion of the CAPA, if further corrective action is required on this wheelchair this case will be re-opened and a follow-up MDR will be submitted. The suspect wheelchair was repaired and returned to the customer assembled according to specification. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received reports that the left drive wheel detached from the wheelchair. The patient was not injury as a result of this event.